Event description:
It was reported that during an unk procedure, the pouch broke. No pt consequences were reported. Device will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.